Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Vessel spasm is a potential adverse event with these procedures and is noted in the device labeling. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace68 reperfusion catheter (ace68). During the procedure, vasospasms were noted at the treatment site and, therefore, the physician administered medication through the guide catheter. The physician then performed an angiogram and saw no evidence of significant stenosis or flow limitation. The perfusion and capillary phase demonstrated no evidence of hypoperfused areas. This event was considered resolved on (B)(6) 2018. The vasospasm was adjudicated to be an adverse event with a possible relationship to the ace68, the index procedure, and the non-penumbra devices.